Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and rising impedance. A fracture was confirmed. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.